Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. A voluntary medwatch was submitted under report#: (B)(4). The complaints for post implant central regurgitation and post implant paravalvular leak are confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''two months post implant, pvl was considered moderate. 3 months and 2 weeks post implant, the patient was scheduled for a bav due to pvl. They felt the valve was either under-sized, under expanded which led to migration or just pvl. Following bav (true 24 balloon) central ai was noted and a second thv was implanted successfully. Patient left with no pvl or central ai.'' Per clinical imaging review, this patient has borderline CT sizing 23 vs 26. A 23mms3 was implanted. Pvl was seen on day of implant, pod1 and thereafter. Pt received a bav, pvl was resolved, but central ai was the result. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, the paravalvular leak (pvl) was likely due to valve under sizing or under expansion. The patient's borderline annular size between 23mm and 26mm led to the selection of a 23mm transcatheter heart valve (thv). Following balloon aortic valvuloplasty (bav), the pvl was resolved, reinforcing the idea that the initial issue was caused by under expansion of the valve. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the reported paravalvular leak. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. In this case, a bav using a non-edwards balloon (24mm true dilatation balloon) was performed on pod 112 to address the moderate pvl that was reported. It is possible that the 23mm thv was over expanded during this post dilation. An over expanded thv can affect the proper coaptation of the valve leaflets, leading to the reported central regurgitation. As such, available information suggests that procedural factors (post dilation with non-edwards balloon) may have contributed to the reported central leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
As reported by field clinical specialist, post bav due to pvl four months post valve implant, central ai was noted. A second thv was implanted successfully. The patient left with no pvl or central ai. Less than two months post implant (56 days), the patient was readmitted for angina and general malaise since his tavr. Tee found mild to moderate pvl that was not seen on his post-tavr echo. The patient was brought to the cath lab and a known 50% lesion of his bypass graft was stented. The team opted to send patient home to see if his symptoms improve post-pci without further intervention to his tavr valve. There was no allegation of malfunction or misuse of an edwards device associated with this case at this time. The team was not certain of the exact cause of the angina and general malaise. The patient did have the 50% graft lesion prior to tavr. The current patient disposition is discharged home, they are going to see if the graft intervention relieves his symptoms and address the pvl if he doesn't feel better. Two months post implant, pvl was considered moderate. 3 months and 2 weeks post implant, the patient was scheduled for a bav due to pvl. The device was not called into question. Prior to the bav/thv in thv, the belief was either wrong size (too small originally) or valve was not expanded enough was causing the pvl. They could not determine the exact cause of the pvl. They felt the valve was either under-sized, under expanded which led to migration or just pvl. Following bav (true 24 balloon) central ai was noted and a second thv was implanted successfully. Patient left with no pvl or central ai.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from clinical imaging review. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6 device code (added 1457). The investigation is ongoing.

Event description:
Per clinical imaging review, this patient has borderline CT sizing 23 vs 26. A 23mms3 was implanted. Pvl was seen on day of implant, pod1 and thereafter. The patient received a bav and the pvl was resolved, but central ai was the result. Thv-in-thv was performed and result were no pvl, no central ai.